Event description:
It was reported a 6f engage introducer sheath was selected for use during a percutaneous procedure. According to the physician, "the sheath performed great." However, during the procedure to evaluate the arteriovenous fistula (av), the patient expired due to other circumstances caused by their medical condition. There was no additional information.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. It was reported, the patient died while using a medical product, but there was no suspected association between the death and the use of the product. Based on the information received, the cause of death could not be conclusively determined; however, the physician stated that the death was unrelated to the product.